Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot h3, h4, h6: product code 03.037.028 lot#: 9345768 manufacturing site: haegendorf release to warehouse date: may 11, 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot #: 9345768) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the shaft of the device was broken at the proximal end. No other issues were observed with the returned device. Device failure/defect identified? Yes dimensional inspection: specified dimensions: shaft diameter measured dimensions: shaft diameter =conforming device used - calipers document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed - flexible screwdriver hex5, cannu - flexible shaft complaint confirmed? Yes investigation conclusion: the complaint condition is confirmed for the 5 mm hex flexible screwdriver (p/n: 03.037.028, lot #: 9345768). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9

Manufacturer narrative:
Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during the procedure 5 mm hex flexible screwdriver handle broke off. No patient consequences have been reported and no surgical delay. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).